Manufacturer narrative:
One 72202469 fast-fix 360 reversed curve needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿an actuator was not functioning after t1 was deployed successfully.¿ t1, t2 were not returned. Suture was not returned. The depth limiter was attached to the device and was advanced. The delivery needle was damaged. It was bent downward and slightly toward the right. The delivery curve had been partially flattened. Functionally, the device cycled and actuated as expected. Please note: inadvertent needle twisting or over flexing whether temporary or permanent, can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a procedure an actuator was not functioning after t1 was deployed successfully. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported.